Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and troubleshooting was carried out: error ¿25¿ was contained in the error memory over 100 times. But error 25 does not require service action. Error ¿25¿ is a software error was detected during unassisted beat event detection (ubed). No service action required." Error logs deleted and then the error message ¿requires maintenance¿ was gone. Function checked and everything ok. The fse handed over the cardiosave back to the customer.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) displayed maintenance error . The customer then took another machine and treated the patient. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.